Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
A removal and replacement of an intraocular lens, model za90203, was performed during surgery on a female patient because the lens fell back into the eye. The patient was reported to have had a laser assisted cataract extraction. An incision enlargement and anterior vitrectomy was performed. The lens was replaced with an anterior chamber lens. There was no patient injury post-op. No further information was provided.

Manufacturer narrative:
Device evaluation: the complaint device was not returned to the manufacturer for evaluation. Therefore the complaint could not be verified. Manufacturing record review and related document revealed that the product was manufactured and released according to specification. During the manufacturing process, all lenses are 100% visually inspected under magnification. No non-conformance report was issued during this production order. A historical complaint data review was performed and results did not identify any product deficiency. Based on the manufacturing records review, historical complaint review and non-conformance/CAPA review, there is no indication of a product malfunction or product quality deficiency. The lens met specification prior to release. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. All pertinent information available to abbott medical optics has been submitted.